Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure the stent dislodged from the catheter. The target lesion was a severely calcified portion of the left anterior descending artery (lad). The physician predilated the lesion with a 2.5x9mm sprinter balloon and advanced a 2.5x24mm taxus express2 drug eluting stent towards the lad. There was an acute angle at the origin of the left main coronary artery (lm) that the physician had difficulty crossing through and the stent got caught. While attempting to withdraw the stent delivery system from the lm, the stent dislodged from the catheter. The physician attempted to use a 2.5x30 maverick balloon to secure the stent but was unsuccessful. The physician then predilated the lm with a 2.5x20 quantum maverick balloon and used a 3.5x8mm quantum maverick balloon to dilate the stent in the distal lm and proximal lad. The physician completed the procedure with placement of two overlapping bare metal stents sizes 2.5x15mm and 2.5x9mm in the mid lad. There was 20mm distance between the most proximal bare metal and the taxus express2 stent. There were no complications. The patient did fine and was discharged to home the next day.